Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Examination of the rv lead revealed noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.